Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was patient reported about a week ago they were laying and turned on their side and all of a sudden "it was really strong". Patient stated it wouldn't go away for a long time and patient repositioned and moved. Patient reported last week they had to move a little bit to their other side and it quit, but reported this week it wouldn't go away. Patient then stated they pulled out their programmer which they hadn't used in about a year and put fresh batteries in and once they placed the antenna on their implant the sensation quit and they no longer felt it. Patient stated when they connected with their implant for a brief second they saw the therapy setting 0.4v, but then reported it went away and they got an alert with the por (power on reset) screen. Agent reviewed por message overview and redirected patient to their healthcare provider to address. Patient stated this started about a week ago and reported feeling uncomfortable feeling when they turned on their left side and reported that hurt (agent tried to clarify if it felt like stimulation was too strong and patient did not answer). Patient reported they immediately turned onto their back and then turned onto their other side and then it went away. Patient stated they "thought something moved" and stated "that's happened to me" (agent unclear what patient was referring to by this and was unable to clarify due to the nature of the call).  Patient reported then this morning they were laying in bed and they turned on their side and "it did it really strong" and then they turned onto their back and their other side and "did a few things" and reported it went away briefly and then it came back and did not go away until patient connected with their implant and saw por message. Patient stated initially when connected with their implant they briefly saw therapy setting was at 0.4v and then reported this went away and patient saw por message. Patient reported getting por message on the call. Reviewed por message meaning and redirected patient to healthcare provider to further address the issue. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and reiterated previously reported information: that they needed to get their implant "interrogated" because their device "quit." The patient stated they saw their health care provider (hcp) 2 weeks ago now and the hcp told them the same thing, that they "needed to get it interrogated" as they were "typing away on their pad" and the hcp said they would reach out however it had been 2 weeks now and they still needed it "interrogated" and wanted to get in touch with a manufacturing representative (rep). Patient services began to review the role of the rep with the patient and offered the patient the national answering services (nas) number to provide to the hcp as patient stated the hcp had a number but wasn't sure if it was the rep's personal number or the nas number and patient services was going to give the patient the number and continue the conversation but the patient became escalated and said "you already answered my question you can't do it" and hung up the phone .